Event description:
The ICD system associated to this MDR was implanted on (B)(6) 2009. The reported event occurred on (B)(6) 2010: reportedly, the pt rec'd 6 inappropriate shocks upon a sinus tachycardia episode (the pt was exercising / playing basketball). The pt explained that he felt the shocks (he fell on the ground because of the shocks). The ICD was interrogated during a f/u performed on (B)(6) 2010. Interrogation showed a warning message: "low shock impedance: defibrillation system ineffective". Continuity measurements performed that day did not show any anomaly. Reportedly, pt records show hundreds of adequately diagnosed sinus tachycardia episodes (except this one leading to inappropriate shocks).

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Method: the associated ICD f/u files analyzed, device history records reviewed. (B)(4).